Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was placed without using ultrasound for visualization access. While on support, the echocardiogram showed the impella was sitting on the mitral valve apparatus. The patient was taken off all pressors and the device was explanted.